Manufacturer narrative:
If additional information / investigation results become available, they will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the activ l implant. The activl implant migrated 4 months after surgery. Original surgery was on (B)(6) 2020; the procedure was a total disc replacement (tdr). Sometime later, the patient was on vacation and did "something in ocean". A revision surgery was necessary. Implant was removed and treatment was fusion on (B)(6) 2020 additional information was not provided. The operative report was not available. The adverse event / malfunction is filed under xc reference (B)(4). Associated medwatch-reports: 2916714-2021-00002, 2916714-2021-00003.

Event description:
Associated medwatch-reports: 9610612-2020-00956 (B)(4), 9610612-2020-00957 (B)(4), 9610612-2020-00962 (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.